Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical canada. The customer's report was not replicated or confirmed. The device pass full functionality testing, stress testing, defib cycle testing, and multiple manual charge/shock tests using the returned accessories without duplicating the report. Review of the device log shows no evidence of the customers report. There are three charge events that are disarmed by the user due to an energy selection change, but there are no charge errors in the log to indicate the device failed to charge to 200j. There is no evidence of a device malfunction or an inability to charge over 150j. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to charge. Complainant did not indicate that there was any patient involvement in the reported malfunction.